Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. The site was painful, swollen and there was a lump. The patient saw a doctor was prescribed antibiotics to take for 7 days to treat the site. No specific medication information was provided. The doctor advised the patient to prepare the site using alcohol wipes before applying the pods. The patient reports that they hadn't previously been using alcohol wipes to clean the site. The pod has been discarded.